Event description:
The svc report shows the volumes were out of spec. The nellcor puritan-bennett customer support engineer (npb cse) verified the volumes. The npb cse inspected the device and replaced the cup seal. The unit passed testing. This report is not an admission by nellcor puritan-bennett that this divice caused or contributed to the event alleged in this report.